Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a damaged spine clamp. A screw thread of the spine clamp was damaged and the clamp "failed to be fixed." The procedure was completed without navigation.there was no impact to the patient outcome and no delay due to the reported issue.

Manufacturer narrative:
Correction: the serial number was incorrectly submitted. The serial number is not applicable to the product. The lot# is not currently available.

Manufacturer narrative:
Additional information: device lot number provided. The clamp was returned to the manufacturer for evaluation. Testing found that the adjustment screw threads were stripped. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.